Event description:
It was reported that a pump was not recognizing a closed door. There was no pt injury and the area where this event occurred is unk. This did not occur at ot before the first clinical use.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The unit was received inoperable due to "door not fully latched" messages. This was caused by a loose link screw. The condition was eliminated during eval by adjusting the screws with the door performing as expected. As a result, the link screws were replaced.